Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a loss of audio to the remote slave displays. The issue was found during normal patient monitoring. There was no report of patient injury or patient harm.